Event description:
It was reported on (B)(6) 2012 that the patient forgot to turn his implantable neurostimulator (ins) off during a procedure for laser eye surgery. When the patient's ins was turned on, his symptoms from the ins's intended usage were under control. It was important to note that following his surgery, the patient's gait had changed. A follow-up meeting with his physician was planned. Additional information received on (B)(6) 2012 reported that the patient was having concerns regarding their device or therapy but was working with their physician. It was noted that the patient¿s appointment dates were scheduled "frequently." It was noted that the patient had a dual implantable system, but was unclear as to which device the event was specifically related to. Related ins had product ID: 7426 and serial#: (B)(4). Patient outcome was not provided.

Event description:
Additional information received reported that the cause of the event was unclear, but could have resulted from a temporary deactivation of the patient's implantable neurostimulators (ins's). No abnormal impedance measurements were noted. During a reprogramming session by the patient's physician on (B)(6) 2012, both units were on, battery life was ok, and measured impedances were within acceptable limits. The patient's ins (right side) was reprogrammed to a stimulation amplitude of 3.8 volts, a pulse width of 90 milliseconds, a rate of 135 hz, and an electrode configuration of 2-, 0+. The patient reported no specific signs/symptoms to his physician. Hospitalization was not required, an no patient injury was reported.

Manufacturer narrative:
Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 7438, serial#: (B)(4), product type: programmer, patient; product ID: 3387s-40, lot#: v504080, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot#: v504080, implanted: (B)(6) 2010, product type: lead. (B)(4).